Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customer complaint of air bubble/air in line - component damage - leak was verified by testing of the sample. Upon visual inspection, there was no obvious damaged noticed in the infusion set sample returned. The sample was then primed and placed into an alaris pump to simulate an infusion. Immediately after the simulated infusion began, bubbles/air in line was noticed in the tubing after the tubing had gone through the infusion pump. Upon opening the alaris pump, leakage can be seen coming from the silicone tubing of the pumping segment. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of the issue seen in this complaint is an improper insertion of the pumping segment. A pinhole can be created in the silicone tubing if the silicone tubing is inserted into the alaris pump with the wrong procedure. When loading the pumping segment, if the tubing is not loaded correctly excessive stretching of the silicone tubing can cause pinholes to be created.

Event description:
It was reported that as lvp 20d 3ss cv had air in line and leaked. The following information was provided by the initial reporter: material #: 2426-0007 batch/lot #: unknown. It was reported that alaris pump alarmed "air in line" when rn took line out of pump and noticed dripping from line there was a small hole in tubing.